Event description:
During a remote follow-up, episodes of noise resulting in oversensing, far field r-wave oversensing (ffrwos), decrease in pacing impedance, and increase in capture threshold were observed on the right ventricular (rv) lead. Rv lead insulation damage was alleged but unconfirmed. Provocative testing was performed and the lead noise was not reproduced. The rv lead was capped and replaced to resolve event. No abnormalities were seen visually or through diagnostic imaging during the revision procedure. The patient was stable.